Event description:
A report was received that the pt had an infection at the pocket site. The physician had a home nurse go to the pt's home to administer intravenous antibiotics for 10 days. The pt's symptoms were pain and tenderness around the ipg site. A culture was not taken as the pt is an occipital placement. The physician does not believe that the infection is device related.

Manufacturer narrative:
Additional information was received that the patient was prescribed oral antibiotics. A review of the manufacturing documentation of the device found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-35, serial # (B)(4) and (B)(4), description: lead extension, 35cm. Additional information was received that the patient's lead had eroded through the wound closure at the lead site. The physician explanted the extension and the ipg and left the leads in place. The physician plans to re-implant within six weeks. The patient was placed on post surgical antibiotics and is doing fine after the explant.